Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 186 mg/dl, 151 mg/dl, 221 mg/dl, 157 mg/dl, and 327 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.